Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment revealed that the device was missing the o-ring, which was determined to cause intermittent operation, and also caused the hand control to move out of the correct position. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical disc replacement surgical procedure the motor device ¿worked intermittently", was missing an o-ring ¿from the inside of the hand piece¿ and ¿wobbles and it does not stay connected¿. It is unknown if there was a spare device available for use. The doctor was reported to have ¿moved to the foot control setting¿ for the remainder of the surgical procedure. The planned surgical procedure was completed without delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.